Manufacturer narrative:
Invetigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Event description:
Allegedly the component broke after 3 years.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Visual examined. Complaint reviewed. Device history record reviewed. Package insert reviewed.